Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent generator and lead replacement. An implant card was received indicating that the lead was replaced due to "high impedance, but functioning" and that the generator was replaced prophylactically. It was reported that during explant, the generator and lead were still connected and were passed to the scrub technician at which time the products caught on something which caused damage to the lead body by pulling the insulation off of the lead wire. It was reported that the patient's mother requested the explanted devices which were provided to her.

Event description:
The nurse reported that the patient's vns device was showing high lead impedance on (B)(6) 2013. It was not clear what the cause of the high impedance was. The patient's previous impedance values were noted as 1772 ohms on (B)(6) 2012, 1882 ohms on (B)(6) 2012, and 2213 ohms on (B)(6) 2013. X-rays will be taken. The vns was disabled on (B)(6) 2013. No further details were provided. The flashcard from the programming system was sent in for review. A decoder was created with the patient's programming history, which indicates the impedance value changed from 13,193 ohms to 21,428 ohms on (B)(4) 2013.

Event description:
Additional information was received stating that the vns patient was referred for surgery. No known surgical interventions have occurred to date.